Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate.

Event description:
This incident was reported by the patient's mother to the manufacturer. Limited information has been made available. It was alleged that the patient experienced eye pain and sought medical assistance where they were diagnosed with a corneal ulcer. The size, location, severity, and treatment are unknown. Good faith efforts have been made to obtain further information, including return of remaining lenses as available, without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to allegation of corneal ulcer with lack of supporting medical information and potential for serious or permanent injury related to corneal ulcer events. Should further information become available, a follow-up report will be submitted as appropriate.